Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to faulty force sensor. Unable to perform the basic occlusion, occlusion and the excessive no delivery alarm test, due to prime fill anomaly. The insulin pump passed displacement test.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Caller stated that the insulin pump was not delivering insulin and not recording bolus into file. Customer's blood glucose reading at the time of hospitalization was 394 mg/dl. Caller stated that the customer had blurred vision, nausea, stomach pain, and frequent urination prior to hospitalization. Nothing further was reported.